Manufacturer narrative:
(B)(4). Evaluation: returned for evaluation was a 30cc 8.0fr fos iab fos assembly. Blood was noted within the bladder membrane and on the catheter upon return. The distal end of the sheath was located approximately 23.0cm from the distal tip of the catheter. The fos was cut from the catheter and not returned with the device. The central lumen was noted broken at the bifurcate upon return. The outer lumen was also noted broken near the bifurcate. The outer lumen damage is consistent with having been damaged by the broken central lumen. According to the event details, the patient was bending their leg at the time of the helium loss alarm. The bladder thickness was measured at six points and was within specification. The iab was not able to be leak tested because of the break found on the outer lumen; however, the fiber was found broken 1.7cm from the distal tip of the catheter, and a puncture consistent with damage from that broken fiber was found near the breakage. No fos issues were noted in the event details. A lab inventory 0.025in guidewire was front loaded through the luer end of the iab. Resistance was noted at the central lumen breakage. The guidewire was not able to advance. See other remarks section. Other remarks: the guidewire was back loaded through the iab distal tip. Resistance was noted at the central lumen breakage. The guidewire was not able to advance. Some blood exited with the guidewire. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. A puncture consistent with contact from the broken fiber was found near the distal tip of the catheter. A puncture in the outer lumen was also found near the bifurcate and was likely caused by the broken central lumen. It is undetermined as to which point of leakage caused the reported complaint.

Event description:
It was reported that the perfusionist called to report a ruptured intra-aortic balloon (iab). The perfusionist stated that the patient was transferred in from a different hospital earlier. The pump is alarming he (helium) loss. Large amounts of blood were noted in the tubing, but the perfusionist was unsure of when the rupture occurred. The iab was immediately removed and replaced without difficulty in the same insertion site. According to the perfusionist the patient is stable with no noted complications from the iab rupture. The new iab is in without incident, the pump is pumping well without alarms and achieving the goals of therapy. The perfusionist was not there when the incident occurred, but was called into help. The perfusionist told the css that according to reports the patient was bending their leg at the time of the alarm. Outcome of the patient is that the patient is currently stable and supported on pump. The css also discussed having biomed check the pump. The pump was sent to biomed and per biomed the pump has blood in it and needs to be repaired.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the perfusionist called to report a ruptured intra-aortic balloon (iab). The perfusionist stated that the patient was transferred in from a different hospital earlier. The pump is alarming he (helium) loss. Large amounts of blood were noted in the tubing, but the perfusionist was unsure of when the rupture occurred. The iab was immediately removed and replaced without difficulty in the same insertion site. According to the perfusionist the patient is stable with no noted complications from the iab rupture. The new iab is in without incident, the pump is pumping well without alarms and achieving the goals of therapy. The perfusionist was not there when the incident occurred, but was called into help. The perfusionist told the css that according to reports the patient was bending their leg at the time of the alarm. Outcome of the patient is that the patient is currently stable and supported on pump. The css also discussed having biomed check the pump. The pump was sent to biomed and per biomed the pump has blood in it and needs to be repaired.